Event description:
The patient received an implant on (B)(6) 2018 due to prophylactic implant prior to hip surgery. The patient alleged tilt, vena cava perforation, embedment, medial filter strut impinges aortic wall, and posterior filter strut impinges l-3/l-4 discs. The patient further alleges soreness, shortness of breath, and abdominal pain.

Manufacturer narrative:
G4: k171712. Investigation. The following allegations have been investigated: pulmonary embolism (pe), inferior vena cava (ivc) perforation, embedment, thrombus, unable to remove, tilt, numbness, pain, distress, physical limitations, soreness, shortness of breath (sob), abdominal pain. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported numbness, pain, distress, physical limitations, soreness, shortness of breath (sob), and abdominal pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. Device code: difficult to remove. Summary of investigational findings: the following allegations have been investigated: pulmonary embolism (pe), inferior vena cava (ivc) perforation, embedment, thrombus, unable to remove, numbness, pain, distress, physical limitations. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported numbness, pain, distress, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "on or about (B)(6) 2018, [pt] was implanted with a cook celect® vena cava filter. [Pt] has undergone multiple computed tomography (¿CT¿) scans of her abdomen and pelvis. The CT scans revealed that the cook celect® filter has ivc thrombus above, within, and below the level of the ivc filter. [Pt] has also suffered from medial filter apex contacting the vena cava and has become embedded into the caval wall preventing removal. All six (6) struts of the filter significantly tent the caval wall with the lateral strut perforating the vena cava wall without significant impingement of any surrounding structures. The anterior strut is suspected of early perforation of the caval wall with direct posterior impingement of the small bowel." Patient outcome: it is alleged that "[pt] is at risk for future cook celect filter fractures, migrations, continued perforations, and impingement on surrounding structures. [Pt] faces numerous health risks, including the risk of death. For the rest of her life, [pt] will require ongoing medical care and monitoring. [Pt] has also suffered significant, disfiguring injuries, including significant pain, and distress restricting her ability to engage in activities of daily living. Furthermore, [pt] has incurred substantial medical expenses, as a result of cook¿s defective device, and, on information and belief, she will continue to incur substantial medical expenses in the future. As a result of the implanted ivc filter, [pt] has suffered post-implant pulmonary emboli, occluded filter that has caused, collateral veins to form and grow around the occluded filter with decrease blood flow from the lower extremities, perforation of the caval wall, impingement of small bowel, chest pain, back pain, abdominal pain, numbness in extremities and internal discomfort, continual medical care and monitoring and any other possible symptoms."

Event description:
Patient allegedly received an implant on (B)(6) 2018 via the right internal jugular vein. The patient alleges all filter legs perforate the ivc wall by 3 mm or greater. The patient further alleges uncontrollable high blood pressure, mental anguish, and limited activity. (B)(6) 2022, per a report from medical opinion; ¿the patient¿s ivc filter is a cook celect retrievable ivc filter deployed in the infrarenal ivc at the l2-3 level. The patient¿s cava measures 22 mm at the level of filter implantation. The filter is tilted medially (17 degrees) and the filter apex is in direct contact with the caval wall 1.5 cm below the l renal vein confluence. The filter hook may be embedded in the caval wall at this level. All 4 filter legs perforate the wall of the ivc by a distance of 3 mm or greater. The perforating medial strut contacts and impinges directly on the wall of adjacent aorta. The perforating posterior strut impinges on the underlying l3-4 disc. No strut fractures or missing components are identified. No pericaval hemorrhage is apparent on the imaging available from 2019. I cannot evaluate for caval thrombosis, clot within the filter or caval wall thickening without IV contrast. A small infrarenal abdominal aortic aneurysm is present, measuring 3.5 cm. Calcified atherosclerotic plaque is present in the aorta and major aortic branch vessels. Post-op changes are present consistent with l4-5 posterior fusion and previous cholecystectomy. Moderately severe degenerative changes are present throughout the lumbar spine.¿

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b5, b6, b7, annex e, annex g, annex b, annex c, annex d, and h6. Investigation the following allegations have been investigated: calcification, high blood pressure, mental anguish. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported calcification, high blood pressure, and mental anguish are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.